Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 273 mg/dl. Pump system check was performed and t:lock was found to be loose. Customer tightened luer lock and a bolus was delivered to address bg.